Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was seen in the patient's left ventricular (lv) area through a patent foramen ovale (pfo). This rv lead was explanted. Additional information obtained from the field representative indicates that this lead was not returned. No additional adverse patient effects were reported.